Manufacturer narrative:
This record is being cancelled as it is a duplicate of 533381 mfg report number #2249723-2021-02508. Revert al sections to blank : a. Patient information, b. Adverse event or product problem, d. Suspect medical device, e. Initial reporter, g. All manufacturers, h. Device manufacturers only.

Event description:
This record is being cancelled as it is a duplicate of 533381 mfg report number #2249723-2021-02508.